Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that nurse stated they were cooling a neonate on the arctic sun device. The device suddenly alarmed 64 non-recoverable alarm and they were unable to clear out the alarm. Had nurse cycle the power and wait 30 seconds to turn back on. Device alarmed empty reservoir, had nurse clear alarm. Nurse selected hypothermia and continue therapy on the current patient. Had nurse empty the pads. Nurse was able to resume therapy. It was informed nurse if the alarm did not return, they would recommend swapping to another device and sending that one to biomed. Encouraged nurse to call back with any questions or issues.

Event description:
It was reported that nurse stated they were cooling a neonate on the arctic sun device. The device suddenly alarmed 64 non-recoverable alarm and they were unable to clear out the alarm. Had nurse cycle the power and wait 30 seconds to turn back on. Device alarmed empty reservoir, had nurse clear alarm. Nurse selected hypothermia and continue therapy on the current patient. Had nurse empty the pads. Nurse was able to resume therapy. It was informed nurse if the alarm did not return, they would recommend swapping to another device and sending that one to biomed. Encouraged nurse to call back with any questions or issues. Per follow up via phone on 11jan2024, it was reported that therapy was completed and there was no impact to the baby patient. It was discovered that the device was manually altered due to human error. Once the error was discovered and corrected, the device worked without any issues.

Manufacturer narrative:
Bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated they were cooling a neonate on the arctic sun device. The device suddenly alarmed 64 non-recoverable alarm and they were unable to clear out the alarm. Had nurse cycle the power and wait 30 seconds to turn back on. Device alarmed empty reservoir, had nurse clear alarm. Nurse selected hypothermia and continue therapy on the current patient. Had nurse empty the pads. Nurse was able to resume therapy. It was informed nurse if the alarm did not return, they would recommend swapping to another device and sending that one to biomed. Encouraged nurse to call back with any questions or issues. Per follow up via phone on 11jan2024, it was reported that therapy was completed and there was no impact to the baby patient. It was discovered that the device was manually altered due to human error. Once the error was discovered and corrected, the device worked without any issues.